Manufacturer narrative:
One 9x30mm biosure screw was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the screw is broken off. Broken portion was not returned. Dimensional assessment, of the screws major diameter, confirmed it meets print specification. Clinical details report that the patient had hard bone. Per the devices information for use: ¿in cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used¿. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. No further investigation is warranted at this time. (B)(4).

Event description:
During an acl (anterior cruciate ligament) reconstruction procedure using a biosure ha 9mm x 30mm, it was reported that when the surgeon put the implant inside the graft; the tip cracked. The bone tunnel had a length was 9mm and the site was prepared with an endoscopic drill. A driver with laser marked depth gauge lines was utilized. A smaller biosure screw (8mm x 30mm) was placed into the same site to complete the procedure. The patient was okay post-procedure. There were no reports of patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).